Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset instructions, and successfully reset pump without recurrence of the malfunction, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.